Event description:
It was reported that the pump had flipped and was pressing on the patient's nerve. Per the report the pump had moved as the pocket was initially made to big, eventually flipping forward in patient's abdomen, so the point of pump (head) was facing patient's belly causing pain. The pump had infused as expected, but the patient was in pain due to the pump/nerve issue. Pump revision was done (B)(6) 2012 and per the reporter the pump appears to be positioned better. The patient was reported to have done well with no problems post operatively. The pump delivered hydromorphone and prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8731sc, lot # n230295013, implanted: (B)(6) 2011, explanted on: unknown, 8590-1 dacron pouch, lot # n269352.